Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2, h3, h6 proposed component code: mechanical (g04)- stem visual examination of the returned product identified scratches and gouges were noted on the neck. Distal stem is scratched. No other damage was noted. The stem was dimensionally inspected during technical evaluation with a comparator using a correct revision overlay from the time of manufacturing. Overlay inspection found all profile checks and overall length to be conforming for size 9. Review of the device history records identified no deviations or anomalies during manufacturing. Chs was not performed as no problem was found with the device. Medical records were not provided. No problem was found with the returned device. The stem was measured and found to be conforming to specifications. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D1: femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 9 standard offset reduced neck length. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a hip arthroplasty, the stem implant would not seat properly, when broaching the femoral canal using the correct surgical technique and size. The stem would not go all the way down. Another implant was used to complete the procedure.